Event description:
It was reported that a patient experienced thrombosis. It was reported that a farawave catheter was selected for use in a farapulse pulmonary vein isolation procedure to treat atrial fibrillation. Post procedure, the patient was diagnosed with a middle cerebral artery (mca) thrombosis. The patient was transferred to university hospital main campus and underwent a thrombectomy. The patient was admitted to hospital beyond standard of care. A clot had not been ruled out pre-procedure. No fibrin or coagulant had been observed on the tip of the catheter during the procedure. The patient has been discharged from the hospital. No other information is known at this time.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.